Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this electrode exhibited noise with the associated device that was being electively explanted. Noise was also observed with the replacement device. Additionally, there was oversensing and shock impedance was greater than 400 ohms. A fracture was suspected and the electrode was replaced. No additional adverse patient effects were reported.